Manufacturer narrative:
(B)(4). Date sent: 8/14/2023 d4 batch # 491a57 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device received with the staple height selector broken and with two sr75 reloads received along with the device. Reload b (282a69) was received with the knife exposed, the swing tab in the locked position, and the gripping surface from the right side broken off and the left side damaged. Also, the cartridge pan was noted partially dislodge from the left side. Reload c (282a69) was received fully fired and the swing tab was in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload (b) is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. The event reported was confirmed and due to the condition of the staple height selector, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 491a57, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device stuck in between and did not fire. There were no patient consequences.